Manufacturer narrative:
Initial and final MDR (B)(4) device 1 of 2. Request was performed for additional information including lot number; however, lot number was not provided. A complaint investigation was initiated under complaint investigation. Unfortunately, no specific lot number was identified, which limits the ability to trace or analyze a particular item. Investigation in progress.

Event description:
Reference number (B)(4) event occured in the united states. It was reported that the patient experienced a hyperglycemia event on (B)(6) 2026, due to an occlusion alarm occurred, and the issue was managed by administering corrective insulin through multiple daily injections (mdi). The infusion set was then replaced, and insulin delivery was subsequently resumed. No further information is available.